Event description:
The pt noticed a sudden deflation of her left breast implant. She was referred to a plastic surgeon who scheduled her for surgery to remove the implant. The surgeon noted some contractures since the deflation and an open capsulotomy was performed.